Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that her blood glucose was at 496 mg/dl since her insulin pump was not delivering insulin. Her blood glucose was 87 yesterday, and then rose to 176 mg/dl at around midnight, and then she woke up the morning of the call to the 496 mg/dl reading. The customer treated with manual insulin injections. Her blood glucose has since reduced to 186 mg/dl. Troubleshooting was initiated to inspect the pump for damage and functionality. No apparent anomalies were noted. A high pressure test was performed and the device passed. The customer was advised that the pump was working, but the customer requested a replacement since she had previously dropped the pump in the toilet and began to have issues with it. The insulin pump was returned for analysis and a replacement device was shipped to the customer.